Event description:
Implant date: 1994. Pt complained of pain and numbness. Post-operative x-rays on 2/9/1995 indicate broken screws. Revision surgery in 1995 to replace device. Portion of broken screw remains in pt's bone. At the time of revision surgery a pseudoarthrosis was found.